Event description:
A pt's meter was reported to have no power for over a month. This issue was not resolved with troubleshooting. At the onset of this issue, pt was having symptoms of dizziness and headache. The family member tested pt on another brand of meter with a result of 451 mg/dl and was given 12 units of novolog insulin. There was no medical intervention or treatment given. No further info has been reported.